Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood glucose exceeded 400 mg/dl. No further details were provided regarding symptoms or treatments of the hyperglycemia. Troubleshooting was declined for the high blood glucose. The insulin pump was not returned for analysis.